Manufacturer narrative:
Investigation: after the receipt of the products, the measurement of the devices was carried out by the quality assurance group of the production department. (B)(6). Function test ok. Clip closing test gap > 0,2 - jaw bent. Labeling ok. Summary: not according to specifications. Inspection feature handle 0.1 start weight: (B)(6). End weight: (B)(6). Weight loss: 0 g. Number of activations 32. Summary: according to specifications the shaft was maintained at ats netherland, but ats netherland is not authorized to maintain the challenger system. The shaft should have been sent to authorized ats in tuttlingen. The handle was maintained at ats tuttlingen. Batch history review: the product does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to the maintenance of an unauthorized technical service. Corrective action: according to sop (B)(4) a CAPA is not necessary.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018.

Event description:
Country of complaint: netherlands. It has been reported that during a lap choli, after firing, the first clip was applied; the second clip did not stop in the jaw of the clip applier but fired through the jaw and cut through the ductus. The surgeon had to convert the procedure from laparoscopic due to gal leakage. Also reported that the jaw of the clip applier damages the valve of the disposable trocart and particles of the valve fall into the patient.